Manufacturer narrative:
The main component of the system and other applicable components are product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer's representative regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that in (B)(6) 2016 post operatively the patient had an infection at the battery and lead site. The patient experienced fever, chills, and discomfort at the incision. The patient was put on 500 mg "keeled" twice a day for a week. The patient was seen again 5 days after initial report and the infection appeared to be clearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.